Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and the meter does not hook up with the insulin pump all the time. Blood glucose level in the last 5 days was ranging from 280 to 340 mg/dl. Customer mentioned that they can operate with 500 mg/dl blood glucose value. Customer treated with insulin pump and manual injection. Customer alleged the device was under delivering. Customer completed troubleshooting. Displacement test was performed and passed. The insulin pump was not replaced or returned for analysis.